Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are not going to the bathroom like they should. When asked for event date, patient said it started "a little bit" wednesday afternoon, then was "bad" thursday and friday. Patient stated they finally did a catheter on saturday and it's got a little better, but it's been a while since they've had the therapy adjusted to a different setting. Patient services walked patient through how to change programs and increase stimulation to a comfortable level at the bicycle seat area. Patient will maintain stimulation level and will continue to track symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.